Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 600 mg/dl. The customer¿s current blood glucose value was 488 mg/dl. The customer also reported other blood glucose level such as over 600 mg/dl. The customer experienced symptoms of high blood glucose value such as vomiting. The customer treated high blood glucose with manual injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer also reported the infusion set cannula was bent. The customer was wearing the insulin pump during the event for high blood glucose level. The insulin pump will not be returned for analysis.